Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while sleeping at night, the patient connected to the mobile power unit (mpu), went to the restroom, and heard the no external power alarm go off. The patient was able to turn the alarm off when they pushed the cable connected part on the side of the mpu was pushed. The alarm went off another day, but the alarm did not go off when the patient tried pushing the cable connection. The patient then reconnected the black and white cables to the mpu and the alarm went off. The patient was anxious about the alarms, so the mpu was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was not confirmed. There was no log file submitted for review. During the evaluation of the returned mpu, serial (B)(6), there was no physical issues with the unit. The mpu was run on a mock loop with a test controller and the issue could not be reproduced. The unit was run several days without issue. A full functional test was performed and the unit passed all tests. The unit was returned to the customer site. The provided information stated that the alarm initially resolved after the patient pushed the ac cord in tight. When the alarm returned, pushing the cord did not resolve it. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully-charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. No further information was provided. The manufacturer is closing the file on this event.